Event description:
The customer reported to olympus, the videoscope (image problem) where the camera is, it is completely blown off. The event occurred during reprocessing. There was no report of patient harm associated with this event.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. The bending section cover was blown and leaking. In addition, there was no image (screen black). Insertion tube was dented. Light guide tube had a minor dent and buckled. Video connector buckled. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the bending section cover being blown out was unable to be identified. Olympus will continue to monitor field performance for this device.